Event description:
Rptr indicated that a dell handheld computer's performance was delayed after interrogation. Additionally there were problems with programming and diagnostic testing. Another computer was used to successfully perform diagnostic testing and programming. The prod was returned to the MFR for analysis. A new dell handheld computer was sent to the physician and is reported to be functioning properly.